Event description:
The customer reported to olympus, that the distal end on the evis exera iii colonovideoscope had defects (including the lens and cover). The device was returned for evaluation. During the device evaluation, it was found that the air/water tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to wear of suction cover packing, water tightness was lost, air/water cylinder had foreign objects, forceps elevator lever was deformed, due to deformation of plug unit, water tightness was lost, due to a pinhole on connecting tube, water tightness was lost, due to damage on channel tube, water tightness was lost, due to burn on probe cover, insulation resistance value at distal end did not meet the standard value, due to slipping out of light guide bundle, illumination was uneven, due to deterioration of braid of bending tube, tightness of the braid was uneven, due to slipping-out of light guide bundle, illumination was poor, objective lens had a scratch, light guide lens had a crack, adhesive on bending section cover had wear, connecting tube had a buckling, and universal cord had buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the scope connector cover (s-cover), unit plug, insertion section, and biopsy channel. A further cause of the leakage could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual cf-h185l/I operation manual chapter 3 preparation and inspection. The instruction manual cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.